Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system would not recall two thumbnail images on the system and had a loss of data. There was no patient injury or death reported.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.